Event description:
A lumbar puncture tray was opened, and the physician found a small hair inside the tray. The tray was removed from the area. A new tray was opened. This was a near miss and did not reach the patient.